Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegations was not confirmed. In addition to the reportable findings documented in b5, the following nonreportable findings were; due to damage on up/down knob water tightness was lost, due to wear of the angle wire the play of up/down knob was out of the standard value, due to wear of angle wire bending angle in up direction did not meet the standard value, due to damage on air water-cylinder water tightness was lost, paint on air water-cylinder was peeled, adhesive around light guide lens was peeled, and the light guide lens had a crack. The following additional items were noted; adhesive around objective lens had white-clouded area, adhesive on bending section rubber had a white-clouded area, protector of the video cable section had a cut, connecting tube had a dent, control unit was dirty due to water leakage, and multiple parts of the scope had discoloration and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, their gastrointestinal videscope had the following concern; had a compromised image. Upon inspection and testing of the returned device, it was observed that nozzle had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no report of patient harm, procedural delay, or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual of gif/cf-170 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions, reprocessing manual of gif/cf-170 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.